Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device and facial nerve stimulation resulting in device non-use. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
Correction: the correct date of explant/reimplantation surgery was (B)(6) 2011; not (B)(6) 2011 as previously reported.this report is filed (B)(6) 2011.